Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport isp m.r.I. Implantable port with 8 fr s/l polyurethane catheter was returned for evaluation. The device was returned with the cath-lock in place. A longitudinal split 7mm in length was noted at approximately the 9cm depth marker. Edges of longitudinal split appeared neither jagged nor rounded during microscopic visual observation. Wear was noted to the 6cm through 18cm depth markers and residue was noted throughout the device. The device was patent to infusion though leaking was observed at the site of the split. Based on the findings, the investigation is confirmed for the reported split. Per the reported event details, the device was placed in the right subclavian vein. The depth markers near the site of the split were worn, indicating that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the condition of the catheter. Additionally, a longitudinal split can be characteristic of a burst due to high infusion pressure. Although it is possible that procedural issues led to the reported issue, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate PMA/510k. Event, other relevant history, device evaluated by MFR, (results & conclusion)

Event description:
It was reported that the patient experienced pain after port implantation of the right subclavian vein. Patient received several rounds of chemo through the device, with increased pain. The port was removed and an alleged hole was found in the tubing about 4¿ from the port body. Port is scheduled to be replaced on the left side at a later date. Patient has severe right shoulder/neck pain and right arm neuropathy. Patient may need chronic pain management or physical therapy to regain function in the right arm. Neuropathy may be permanent. It was further reported that there was no medical intervention or treatment provided for the pain and the port is scheduled to be replaced at a later date. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced pain after port implantation of the right subclavian vein. Patient received several rounds of chemo through the device, with increased pain. The port was removed and an alleged hole was found in the tubing about 4¿ from the port body. It was further reported that there was no medical intervention or treatment provided for the pain and the port is scheduled to be replaced at a later date. There was no reported patient injury.